Event description:
It was reported the patient received the following results within 10 minutes: 354 mg/dl at 5:49 p.m., 68 mg/dl at 5:51 p.m., 241 mg/dl at 5:53 p.m., 104 mg/dl at 6:01 p.m., and 96 mg/dl at 6:02 p.m.